Event description:
It was reported that the patient stated he was unable to satisfactorily use this inflatable penile prosthesis (ipp). A surgical procedure was performed, during which it was noted that the right cylinder had an aneurism, caused by a break of the internal mesh of the component. The existing device was removed and a new ipp was implanted. There were no patient complications reported.